Event description:
Addtional information received: damage to pins was found to be due to misuse.

Event description:
The following has been reported: during preventive maintenance syringe installation was not possible. Therefor replacement of plunger head. As shown in the pictures a small pin in the plunger head was broken therefor the plunger head has to be replaced. Pump did not fall down during use, so the breaking of the pin did not occure due to misuse. No patient involved. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.